Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited high capture threshold, low p-wave amplitudes, and low pacing impedance. No programming changes were made. There were no patient consequences.